Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from switzerland a 67-year-old patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of eight (8) years and eight (8) months due to stenosis (mean gradient 50 mmhg). A 26mm transcatheter valve was implanted within the pre-existing surgical device with a mean gradient of 37mmhg invasive measurement and 10 mmhg measured by echo.

Manufacturer narrative:
Updated/ corrected information. H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: device history records have been reviewed and there are no related non-conformances related with the complaint. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and or thrombosis. Bioprosthetic device stenosis is typically related to patient and or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The even is likely related to patient factors after an implant duration of more than 8 years.